Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on a home choice device during dwell four of five of peritoneal dialysis therapy. The patient was connected at the time of the alarm. There was nothing unusual found during troubleshooting that could have caused or contributed to the reported alarm. The patient was out of manual supplies and they were advised to call their nurse for further instructions. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.